Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube was not properly centrifuged during use and produced erroneous potassium and glucose results, which were rejected. Red blood cells were also seen above and in the gel. As a result, the sample had to be redrawn and retested. The tube was inverted "(B)(6) times" upon drawing blood and allowed to clot for "30-45 minutes, before being spun for "15 minutes" on a "fixed angle" centrifuge. This complaint was created to capture the 1st of (B)(6) related incidents. The following information was provided by the initial reporter: customer called in to report that there has been a spike in potassium results, she stated they are allowing sample to sit for the recommended time, and then spin but red cells are not completely separated. She states they send to lab and they are getting rejected. "(B)(6) glucose and potassium was rejected - reason: specimen received uncertrifuged, improperly centrifuge." Customer is using a fixed angle centrifuge provided by lab and they cannot adjust the speed. They spin for 15 minutes. They invert the tubes (B)(6) times upon drawing and allow to clot for 30-45 minutes before centrifugation. They are seeing rbc's above gel and also in the gel. They are in the process of replacing old centrifuges. They draw between (B)(6) -(B)(6) patients a day. Site is aware of things that cause elevated k+. "Based on the providers preference samples are re drawn and repeated"

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd technical services provided troubleshooting with the customer. H3 other text : see h.10

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube was not properly centrifuged during use and produced erroneous potassium and glucose results, which were rejected. Red blood cells were also seen above and in the gel. As a result, the sample had to be redrawn and retested. The tube was inverted "5 times" upon drawing blood and allowed to clot for "30-45 minutes, before being spun for "15 minutes" on a "fixed angle" centrifuge. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: customer called in to report that there has been a spike in potassium results, she stated they are allowing sample to sit for the recommended time, and then spin but red cells are not completely separated. She states they send to lab and they are getting rejected. "Nov 26th glucose and potassium was rejected - reason: specimen received uncertrifuged, improperly centrifuge." Customer is using a fixed angle centrifuge provided by lab and they cannot adjust the speed. They spin for 15 minutes. They invert the tubes 5 times upon drawing and allow to clot for 30-45 minutes before centrifugation. They are seeing rbc's above gel and also in the gel. They are in the process of replacing old centrifuges. They draw between 5-30 patients a day. Site is aware of things that cause elevated k+. "Based on the providers preference samples are re drawn and repeated."